Event description:
No additional information reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. Updated: b4, b5, d2, d4, g4, h1, h2, h3, h4, h6, h10. Visual evaluation of the returned product/photographs provided identified debris inside the sterile packaging which is consistent with the appearance of the porous coating and foam debris from the foam packaging. The reported event is confirmed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage and a packaging design issue. Further investigation is being conducted through our internal investigation process. The investigation found that sterility was not breached and product was conforming when device left zimmer biomet control; this event is no longer considered reportable. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Multiple reports were submitted along with this report 0001825034-2021-02597, 0001825034-2021-02598, 0001825034-2021-02599, 0001825034-2021-02600. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that there was debris in the sterile package. No adverse events have been reported as a result of the malfunction and additional information on the reported event is unavailable.